Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric resection on a laparoscopic gastrectomy, the surgeon was able to press the green button but the stapler was not fired. A new handle was used to complete the case. There was no patient injury.